Manufacturer narrative:
This product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial lead exhibited noise. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this atrial lead was explanted due to exhibited noise. This lead has been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned severed approximately 43 mm from the terminal tip. X-ray was confirmed the outer conductor fracture.